Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1, e2, e3, g2 (unmark user facility), h6 - component code is being corrected to "525- tube" and h6 - medical device problem code is being corrected to "4048 - failure to clean adequately". Additional information added to field h3 and h6. Corrected date: g3 of the initial medwatch aware date should be april 15, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was identified as remnants of white crystallized contamination believed to be simethicone/anti-gas type that had resided in the air/water channel. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a white contamination in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elite colonovideoscope had no image. The issue occurred during maintenance. There were no reports of patient harm.